Event description:
Article entitled "early aseptic failure of the tibial component cement interface in attune® total knee arthroplasty: a report of three cases" written john d. Murphy, phillip r. Braunlich, william r. Judson IV, john n. Harker, and patricia a. Baumann published by cureus on december 21, 2021, was reviewed. The purpose of our study was to expand upon the physical examination and intraoperative findings of patients experiencing loosening of the tibial component of the attune® tka, as well as to address treatment options in these patients. Case #1 (B)(6) female presented to the clinic for a painful left knee arthroplasty. Doi was 2 years prior with an attune tka system (cement mfg unknown). She had constant pain with weight bearing and ambulation and a sensation of instability. Infection work-up was negative. No signs of gross instability. Intra-op findings revealed gross loosening of the tibial component. The tibial component completely lacked any adhered cement. Case #2 (B)(6) male with painful bilateral total knee arthroplasty. Left knee was implanted with attune (cement mfg unknown) four years prior. Right knee was implanted with attune (cement mfg unknown) three years prior. He presented with constant pain in both knees and a decreased activity level secondary to the pain. Infection work up was negative. He exhibited signs of mild varus and valgus and flexion/extension instability. Radiographs demonstrated early signs of osteolysis around the tibial components of both knees with evidence of disrupted cement mantel interface of the right tibial component. Patients stated the right knee was more painful, so thus consented to a right total knee revision. Intra-op findings of the tibial baseplate demonstrated micromotion and was easily removed. The cement mantel stayed adhered to the bone without evidence of cement adherence to the baseplate. Left knee was revised 6 months later and demonstrated a grossly loose tibial component with evidence of micromotion. No mention of a femoral component being revised during either revision. Case #3 (B)(6) male presented with a painful right tka. His right knee was implanted 3 years prior with attune (cement mfg unknown). He denied any feelings of instability and infection work up was negative. A radiograph demonstrated disassociation of the medial aspect of the tibial component with osteolysis and early anterior subsidence. Intra-op revealed gross loosening of the tibial component at the cement to implant interface. There was no mention of a disassociation between the tibial component and insert, but rather disassociation between the tibial component and cement.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed. It is not possible to confirm a depuy's product failure as well as a relation between the loosening andthe reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.